Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the evaluation of heartmate ii lvas, serial number (B)(4), revealed that the protective wrap surrounding the driveline leads to the motor capsule had cracked and broken off in pieces that appeared brittle. Additionally, corrosion was noted on the motor capsule surrounding the pins for one motor phase. A specific cause for these findings could not be conclusively determined through this evaluation. The evaluation of heartmate ii lvas, serial number (B)(4), revealed that the protective wrap surrounding the driveline leads to the motor capsule had cracked and broken off in pieces that appeared brittle. Additionally, corrosion was noted on the motor capsule surrounding the pins for one motor phase. A specific cause for these findings could not be conclusively determined through this evaluation. Additionally, visual inspection of the driveline potting inside the pump outlet housing (interior of the cable boss) noted that the potting had an opaque, yellow color and smooth surface. There was no evidence of fluid ingress into the surrounding space. The issue appeared to only be cosmetic and the cause could not be conclusively determined. Evaluation of the driveline from heartmate ii lvas, serial number (B)(4), confirmed breaches in the insulation of the black and red wires, which would have contributed to the low speed operation captured within the submitted log file. Additionally, evaluation of the submitted log file confirmed a driveline fault alarm; however, evaluation of the returned portion of driveline did not reveal any conductor breakdown that would have contributed to the reported event. (B)(4) was returned assembled with the driveline cut approximately 8 inches from the pump housing. The remaining portion of driveline was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft, the outflow graft bend relief, and the bend relief collar were not returned. The outlet elbow was returned attached to the pump. No evidence of developed depositions or thrombus formations were observed throughout the system. The driveline was tested for electrical continuity in the condition that it was received and revealed a short on the red wire at certain manipulations of the driveline. The layers of the driveline were removed, and microscopic examination of the underlying wires revealed breaches in the insulation of the black wire approximately 2.5 inches from the pump housing, and red wire approximately 7.5 inches the pump housing. Although a specific cause could not conclusively be determined, this wire insulation damage appeared to be the result of abrasion from the metal braided shield as a result of repetitive flexing of the driveline in these locations. The remaining wires were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. A pull test was also performed on the individual wires. This test did not reveal any areas of conductor breakdown that would have contributed to the confirmed driveline fault alarms. If either of the exposed conductors made contact with the metal braided shield while operating on a grounded power source, a short-to-shield would have resulted, causing the low speed operation observed in the submitted log file. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 19sep2013. Shop order showed that (B)(4) was assembled with motor capsule serial number (B)(4). This document includes steps for soldering the percutaneous cable to the motor capsule and inspecting the solder per spec. Ipc 610. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced driveline fault, low speed advisory and low flow alarms while on grounded power. The patient was provided a ungrounded cable and remained on it. Log file analysis captured 60 low speed advisories from (B)(6) 2021 at 10:08 pm to (B)(6) 2021 2:05 pm. Speed drops were as low as 2940 rotations per minute. This type of behavior had been linked to potential issues with the percutaneous lead. These issues appeared to be occurring on both power module and on batteries. The log also displayed intermittent driveline fault alarms during the ~2.5 day length of the log due to a potential degrading wire(s) in the driveline. It appeared that the driveline fault alarms may have been caused by degrading wires in phase a, and possibly b, and c. The x-rays provided were unremarkable. A possible thing spot in the shielding at the pump bend relief was noted but was note definitive. A driveline repair was scheduled for 02sep2021 but was cancelled. The patient instead underwent a pump exchange on (B)(6) 2021.